Event description:
A customer reported that a xia/serrato instrument, which has been located at the user facility for several years, was contaminated with e. Coli at the facility's third-party sterilization provider and that a patient experienced an infection. It was further reported that the customer suspects intentional misuse at the third-party sterilization provider and that the customer has changed its provider.